Event description:
On 10/18/2023, it was reported by a sales representative via phone that an ar-2658tr knotless distal clavicle plate button tightrope broke off at the inserter tip when going through the clavicle. The case was completed by using another ar-2658tr and tying the suture over the plate. The case was delayed for one hour and 30 minutes, and all fragments were removed from the patient. It was stated that there was no concern for additional anesthesia needed due to the case delay. This was discovered during an ac joint repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error most likely misaligning the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.